Event description:
It was reported that the flexi-cut device was used in a 90% stenosed lesion in the proximal lad. During the second cutting, when the device angle was changed, the cutter could not be moved. The device was removed from pt and a small dissection was noted in the vessel. Reportedly, the dissection was not caused by any product issue. A stent was used to treat the dissection and the procedure was a success.